Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. D4: batch # 743c67. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with damaged joint cover and with a gst60g reload(b) and a gcflgg reload(c) present. Both reloads were received partially fired 1/3. The reload(b) pan was noted to be partially dislodged from the left side, making the reload non-functional, no driver was missing. The returned device and reload(c) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Due to the damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 743c67, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a little. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.